Event description:
Event description cpi received information that this transvenous defibrillation lead was oversensing at less and least. Upon inspection, a fracture was visible immediately below the terminal pin.